Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 03-sep-2015: bayer ptc global reference number is (B)(4). Final assessment: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed case report detected during monitoring of postings on an FDA hosted docket website, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced constant pelvic pain everyday among other non-serious events. This event is serious due required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, considering event's nature and implied temporal relationship, causality with essure use cannot be excluded. Since essure removal was required and a surgery was scheduled, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Follow-up information was received on 03-oct-2015 (case# FDA-2014-n-0736-1382). In (B)(6) 2014 essure was implanted. She felt her coils placement from the beginning. She has had pelvic pain from the beginning and waited a few months and did her hsg test which showed that the tubes were blocked, did not mention the grade. On unspecified date, at her follow-up appointment with her physician, she was complaining of pelvic pain and the physician stated it was normal. Another month went by and she went back and stated once aging she had pelvic pain and then an ultrasound was ordered. While waiting for her follow-up for her ultrasound, she noticed that her hair begin to come out a lot. Her doctor stated that her ultrasound was fine, but said she was willing to do lyperscoptic surgery to see what is going on. On (B)(6) 2015 she underwent that surgery. The nurse said everything looked fine. She has never had surgery before and the only other thing she had was essure. She had an appointment for (B)(6) 2015 to discuss her pre-op. Her pain was real; not something made up in her head. Company causality comment: this non-medically confirmed case report detected during monitoring of postings on an FDA hosted docket website, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced constant pelvic pain everyday among other non-serious events. She underwent a surgery but nurse said everything was fine. This event is serious due to its medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, considering event's nature and implied temporal relationship, causality with essure use cannot be excluded. This case is regarded as incident since an essure-related intervention was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted. She was experiencing constant pelvic pain every day and bloating really bad. She was also struggling to keep her relationship with her spouse because she was unable to be intimate with him because the pain was unbearable. She felt like she was unable to do many things with her kids ages (B)(6). Essure removal surgery was scheduled on (B)(6). Company causality comment: this non-medically confirmed case report detected during monitoring of postings on an FDA hosted docket website, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced constant pelvic pain everyday among other non-serious events. This event is serious due required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, considering event's nature and implied temporal relationship, causality with essure use cannot be excluded. Since essure removal was required and a surgery was scheduled, this case is regarded as incident. Ptc assessment is expected.